Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasingly elevated pacing thresholds. The lead was extracted as result. Additional information received stated there were no specific measurements that suggested a lead failure. The elevated thresholds were attributed to the patient condition.

Manufacturer narrative:
The device remains in the hospital.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasingly elevated pacing thresholds. The lead was extracted as result.